Event description:
It was reported that the device was implanted and explanted; however, the explant reason is unknown. No further details were provided. Two attempts were made to obtain additional information concerning the reported event. No response received from the health provider.

Manufacturer narrative:
Device not returned.